Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 units properly with water exiting the infusion set. No prime anomaly noted. Device powered up properly after the test battery was installed. No display anomaly or back light anomaly noted. No drive/motor anomaly or a17 alarm noted during testing. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had unexpected restart alarm. Customer¿s blood glucose was more than 200 mg/dl at the time of incident. Customer stated that the piston was not stop moving forward until it pushes all the insulin out. Customer stated that the reservoir and battery compartment was cracked. The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The insulin pump will not be returned for analysis.